Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the returned sample evaluation results. (B)(4). The actual device was returned to the manufacturing facility for evaluation. Visual inspection revealed no anomalies or defects, however the sample did not meet the leak test specification. The balloon deflated after inflation confirming the reported complaint. Visual inspection of the retention samples from the reported product code/lot number combination as well as from the surrounding lots was conducted. There were no visual anomalies noted and all samples were leak tested and confirmed to meet manufacturing specification. A review of the device history record of the product code/lot number combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot number combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The investigation determined this complaint to be manufacturing related and as a result a nonconformance report has been initiated.

Manufacturer narrative:
UDI no. - not required for this product code. The actual device has been received and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code was used in the conclusions. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device is currently under evaluation

Event description:
The user facility reported that the tr band device would not inflate. The following information was provided by the user facility: placed tr band on and inflated to desired pressure; it was reported customer then pulled the sheath and noticed seconds later the entry site was bleeding; the customer then went back up with air and noticed the balloon had a hole in it; the customer used a new tr band and everything was fine; minimal blood loss was reported; the procedure was a success; and the patient was "fine" and had a great outcome.